Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative drove the system up and down the hall without issue. It was confirmed from the site that the system was used all day and the error occurred at night. The system had sat for 3 hours after the final spin, in addition to being used all day. The representative let the team know to turn the system off or place in e-stop rather than letting it idle after use. The system is fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the imaging system lost motion power while driving down the hall to the room. This issue occurred after a successful case. There as no patient present when this issue was observed.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.